Event description:
It was observed that during the device evaluation, the flex deflectable videoscope exhibited a foggy image due to damage on the charged coupled device unit. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned for evaluation and the reported issue was confirmed. Based on the results of the investigation, the root cause could not be determined. It is likely the reported event was caused by a damaged image sensor unit (disconnection, ect.) Or broken mounting components on the electrical circuit board (integrated chip, capacitor, ect.), which occurred due to stress from repeated use, external factors, or handling. The reported event can be detected by handling the device in accordance with the following IFU: chapter 3 preparation and inspection 3.8 inspection of the endoscopic system olympus will continue to monitor field performance for this device.